Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfrs on (B)(6) 2011 alleging that their one touch ultra mini meter powers off during use. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient alleged that on (B)(6) 2011 she first noticed that the unit powers off on her meter during use. Approximately 15 minutes later, the patient developed symptoms of "hypoglycemia". Due to the alleged issue, the patient ate more food/drink and did not seek any further medical attention or contact their physician for assistance. This was the first time the product was being used. There is no evidence that there was any type of misuse of the product and the batteries did not need to be replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the meter powering off during use she was unable to test her blood glucose, later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.